Manufacturer narrative:
(B) (4). Doctor changed to ac lens.

Event description:
The doctor changed to an anterior chamber lens after the iol was implanted. The incision was enlarged to remove and replace the lens.